Event description:
The vent was used on a patient today and it did not ventilate correctly. The unit would deliver one breath and stop ventilating. The manual breath button was used the duration of the call. The manual button was used the duration of the transport without any issues. Dose or amount: 25 1pm, frequency: 10 bpm, route: 054. Date of use: (B)(6).